Manufacturer narrative:
The device was returned and the evaluation found that the device was out of specification. According to the customer, the device was cleaned, disinfected, and sterilized before it was sent in for repair. There were no abnormalities in the accessories used for reprocessing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the hold ring and distal end. There were no reports of patient involvement.

Manufacturer narrative:
Correction: h4 (date was erroneously noted as 07 november instead of the correct 17 november). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress such as hitting/dropping distal end, chemical stress from chemical solutions, or the like. However, this could not be further specified. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.